Manufacturer narrative:
Incorrect info was provided in the initial report sent on 4/18/97 with regard to the pt identifier number (see section a1). The correct number is: 97-0179, please update your records to reflect this change. Evaluation is pending decontamination of the device and/or component(s). An evaluation will be forwarded upon completion.

Event description:
The device was removed due to "failure to fully inflate". The entire device was removed and replaced with another 3-piece inflatable penile prosthesis. Add'l the physician/surgeon stated, "no obvious leaks were observed".